Manufacturer narrative:
In a good faith effort (gfe) response from the field service engineer (fse) received on 28sep2023, it was stated that there had been no onsite service completed to resolve the device issue and the device has not yet been repaired. On 06oct2023, it was confirmed that the device remains unrepaired and there was no further onsite service planned to resolve the reported issue. The complaint will be processed for closure. If the customer decides to have the device repaired, or if additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the proximal pressure pipe was disconnected. The device was reported to be outside of use at the time of the reported problem. No patient harm reported.